Event description:
On (B)(4) 2012 - (B)(4) - it was reported by the consumer that the 65650 rollator left side brake was not making a connection with the wheel when the brake was engaged. There was no patient injury reported.